Event description:
A patient was transported from the or on multiple IV pumps infusing vasopressors. Shortly after anesthesia left the bedside, the IV pump with the carrier fluid for the vasopressors failed with no warning. The patient's blood pressure dropped acutely, and the patient required an epinephrine spritizer and two fluid boluses of 5% albumin. The IV pump was quickly changed out, and the patient was stabilized after the pump was changed. The pump did not beep low battery in the ICU or down in the or per the anesthesiologist. When the pump was plugged in after the event, the readout said 0% battery power. The response time was immediate, and having spare IV pumps in the clean room is a life saver in these kinds of instances.our biomedical department evaluated the pump and determined the issue to be related to a defective battery, and the battery will be replaced.

Event description:
A patient was transported from the or on multiple IV pumps infusing vasopressors. Shortly after anesthesia left the bedside, the IV pump with the carrier fluid for the vasopressors failed with no warning. The patient's blood pressure dropped acutely, and the patient required an epinephrine spritizer and two fluid boluses of 5% albumin. The IV pump was quickly changed out, and the patient was stabilized after the pump was changed. The pump did not beep low battery in the ICU or down in the or per the anesthesiologist. When the pump was plugged in after the event, the readout said 0% battery power. The response time was immediate, and having spare IV pumps in the clean room is a life saver in these kinds of instances.our biomedical department evaluated the pump and determined the issue to be related to a defective battery, and the battery will be replaced.